Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer high blood glucose level was 438 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as vomiting and ketonuria. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The customer stated that the auto mode feature was not active. Customer stated that they unable to troubleshoot for high blood glucose further they did not have the pump with her. The device will not be returned for analysis.